Event description:
Reporter indicated the ncp system was explanted for tachycardia. Since explant, the pt has not experienced any more tachycardia. No serious injury was reported. No further info is available from the reporter.